Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the physician that he removed the aspira catheter today. When removing the catheter he tugged slightly on the line to see how secure the cuff was, then proceeded to remove the line. The catheter came out easily, but the cuff remained in the patient and was retrieved. No injury to the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached cuff was confirmed and the damage appeared to be use related. One aspira drainage catheter was returned for investigation. The cuff was received separate from the catheter. Residue from use was observed throughout the cuff fibers. A microscopic examination revealed that adhesive remained attached to the catheter where the cuff was positioned. Impressions of the cuff fibers were visible in the adhesive that remained on the catheter. It appeared that the cuff had been properly adhered to the catheter. A tactual investigation revealed elastic weakness in the drainage catheter just proximal to the cuff location, which indicates that the tubing was stretched. It was reported that the cuff detached during removal. The catheter was tugged to so see how secure the cuff was and the catheter was subsequently removed, but the cuff remained in the patient. The product IFU states, ¿the retention cuff facilitates tissue in-growth. The catheter must be surgically removed. Free the cuff from the tissue and pull the catheter gently and smoothly.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the physician that he removed the aspira catheter today. When removing the catheter he tugged slightly on the line to see how secure the cuff was, then proceeded to remove the line. The catheter came out easily, but the cuff remained in the patient and was retrieved. No injury to the patient.